Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 12/06/2016.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and obstructing cystocele and a mesh was implanted.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, erosion extrusion, infection, urinary problems, recurrence, bleeding and vaginal scarring. It was reported that the patient underwent mesh removal on (B)(6) 2008 due to erosion. The patient underwent the concurrent procedures of vaginoplasty and anterior colporrhaphy where 80% closure was achieved during mesh removal. The patient is expected to undergo additional surgery in 3 to 6 months. No additional information was provided. (B)(4) - urinary problems; undefined recurrence.